Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 180-181 mg/dl. Customer was treated with saline and electrolytes, and was released from the ER 7 hours later with no permanent damage. Tandem technical support performed a pump system check and it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the cartridge was changed to address the issue.